Event description:
I had chronic fatigue, inflammation, memory loss/brain fog, joint pain, insomnia, difficulty swallowing, heart palpitations, swollen lymph nodes, numbness, frequent urination, breast pain, anxiety, depression, panic attacks, sob, migraines, chronic headaches and swollen hands/ legs/feet. FDA safety report ID # (B)(4).